Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an export advance aspiration catheter to treat a mildly tortuous, mildly calcified lesion exhibiting 95% stenosis in the mid right coronary artery (rca). There was no damage noted to the device packaging. The stylette was removed prior to attempting aspiration. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the device failed to aspirate completely and when the device was removed from the patient the tip was noted to be abnormally flat. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: export advance aspiration catheter was received for analysis. The stylet was returned engaged in the catheter hub. There was no damage noted to the stylet. The catheter exhibited flattened and crushed sections on the shaft were approx. 4.5-5.5cm, 103cm, 108cm and 116cm from the strain relief. Deformation was noted 2-4cm from the distal tip. An in-house 0.014¿ guide wire was front-loaded into the wire lumen and stopped at the location of the flattened section. The major dual lumen profile od of the damaged section was found to be 0.074¿ and the minor dual lumen profile od was found to be 0.036¿ not meeting specification of 0.068¿ and 0.056¿ respectively. The od of the undamaged section met specification. No damage was noted to the tip and the marker band was located in the correct orientation. The stylet was removed and using an in-house aspiration line and a syringe the catheter was flushed without issues with water flowing at the end of the catheter aspiration lumen. The stopcock was closed, and the syringe was pulled back with the tip of the catheter in a beaker with water. The stopcock was set to open resulting in water entering the syringe rapidly without issues. The original syringe and aspiration line used during the procedure were not returned. If information is provided in the future, a supplemental report will be issued.